Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device provided inappropriate anti-tachycardia pacing (atp) and shock therapy due to the patients atrial arrhythmia. The rhythm was not converted, and therapy was exhausted. The physician indicated they were working on getting the patients heart rate under control, which would resolve the issue. The device remains in-service. No additional adverse patient effects were reported.